Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was leaking pneumo, 10mm scope/camera were being used. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during an unknown procedure, the device malfunctioned. It was impossible to activate the device. No further information is available. Another applier was used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Leak test failed inserting and removing test probe. The analysis results of the found that the device was returned in good visual condition. The device was functionally leak tested and failed with the probe inserted through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.